Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up appointment this left ventricular (lv) lead was found to have out-of-range impedance measurements. The associated device was reprogrammed to bipolar configuration and remains in service. No adverse patient effects were reported.